Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain. It was noted that the right ventricular lead perforated the heart which led to tamponade. The tamponade was resolved by pericardiocentesis. The lead was explanted and replaced. The patient was stable.